Event description:
I have been waiting for two CPAP replacements from phillips. It has been over 18 months without replacements. I have one in my home and a travel unit as I travel for work. The travel unit I bought just before the recall and is brand new in the box. I have had a heart attack previously due to sleep apnea. I can't believe you all at the FDA are not enforcing expedited replacements. I fear for another heart attack especially when traveling. I have submitted everything including a prescription with my settings from my pulmonologist. Isn't this a class 1 recall. Am I allowed to attain a lawyer about this?